Event description:
It was reported that the right atrial (ra) lead pacing impedance measurements and capture thresholds of this pacemaker system had fluctuated. (B)(6) technical services (ts) analyzed device episode data and found that the pacing impedances had risen from 350 ohms to 1752 ohms while thresholds rose from 0. 7 volts to 4 volts. There was a stored atrial tachy response (atr) episode that showed noise and over-sensing on the ra channel. Ts advised isometrics testing and reprogramming as troubleshooting. No adverse patient effects were reported. Currently, this lead remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).